Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Blood glucose level at the time of incident was 2.6 mmol/l. Customer stated loss of communication and transmitter connected to phone. The insulin pump will not be returned for analysis.